Event description:
Same manufacturing number: 6000089-2004-1118. It was reported that during eluting treatment procedure, balloon deflation and removal difficulties were encountered. The phsician deployed a taxus express2 2.5 x 24 mm drug eluting stent into the circumflex artery at 12 atms. The physician dialed down and was met with withdrawal resistance. The balloon was reinflated to 6 atm and again dialed down. The physician pulled negative and tugged. The guide catheter deep seated into the vessel. The balloon was successfully released by pulling on the catheter. The physician deployed a taxus express2 2.5 x 24 mm drug eluting stent into the right coronary artery at 11 atms. It was slightly overlappiing a cypher stent. Upon deflation, the balloon was sticking to the stent. The physician inflated the balloon and dialed down. He was then able to pull the balloon free from the stent. There were no pt complications reported.